Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 205 mg/dl. The customer indicated that a an alternate wall adapter would be used to charge the pump. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after replacing the wall adapter; however, the customer did not respond.